Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No device malfunction was suspected. The explanted ipg was not returned. Additional infromation as received that the reason for ipg replacement was for device upgrade.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No device malfunction was suspected. The explanted ipg was not returned.